Event description:
It was reported that the user experienced an overnight low glucose event while using the ilet system, which was discussed as likely related to an evening correction and missed meal announcements; the user slept through the event and had not been announcing meals but planned to begin doing so and to keep the phone charging in the bedroom for alerts. Symptoms included low blood glucose. Outcomes included no hospitalization and no reported injury beyond the transient hypoglycemia. Investigation included customer support troubleshooting and user education regarding meal announcements, alert audibility, and charging routine. Investigation of this case revealed user-related factors, including missed meal announcements and suboptimal alert audibility due to phone location. It was concluded that the event was consistent with hypoglycemia associated with user management factors, and the user was counseled on meal announcement and alert practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.